Manufacturer narrative:
Pt age: age reported as 18 years or younger. Uf/import report number the investigation could not be completed; no conclusion could be drawn, as no product was received. Attachment: user facility report (B)(4) was received; a copy of it is attached. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when plate broke. (B)(4). Device history records was conducted. The report indicates that the: manufacturing site: (B)(6). Manufacturing date: 04. Dec. 2014, no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went in for revision surgery on (B)(6) 2015 due to original fracture did not fully heal. The original implant date was (B)(6) 2015 of a synthes 4.5mm variable angle locking compression plate (va-lcp) curved condylar plate/12 hole/266mm/right for a right femur distal fracture. The patient reported pain to the physician and the broken plate was discovered on a x-ray week of (B)(6) 2015. There was explant surgery scheduled for (B)(6) 2015 for hardware removal of the synthes' 4.5mm (va-lcp) curved condylar plate/12 hole/266mm/right. The patient was revised with a new synthes 4.5mm (va-lcp) curved condylar plate/12 hole/266mm/right. There was a surgical time delay of ninety-minutes. The patient status outcome is "as planned". The surgery was successfully completed. This report is 1 of 1 for com-(B)(4).